Event description:
It was reported device embolization occurred. The patient underwent a left atrial appendage closure (laac) procedure. A 33mm watchman ® laa closure device was selected and implanted. One day later during an echo control, the device was found in the left atrium. It was snared through a transeptal procedure with a 16f introducer and guide wire used as a lasso. The patient is currently stable.

Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).